Event description:
It was reported "that the controller did not alarm during battery exchange since four (4) weeks." Controller was exchanged by a coordinator and reports are that there was no alarm sounding during the controller exchange. The patient had no symptoms during the exchange. The patient is at home and feels fine.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned to heartware for further evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. Review of the log files revealed vad stopped alarms on the reported event date and power switching events, which were incidental findings that do not relate to the reported event. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "no sound" are most often attributed to depleted internal nickel-metal hydride (nimh) batteries and result in the controller not sounding the no power alarm. The most likely root cause is a depleted nimh battery inside the controller. (B)(4).

Manufacturer narrative:
The pump remains implanted, intentions to return the controller were reported. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU includes the following warning: "always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure." Device remains implanted.